Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not feeling stimulation the past couple of days an it wasn¿t helping like it used to. The patient wanted help increasing stimulation. The patient was walked through the remote and were able to finally connect. The patient increased the stimulation settings and was feeling stimulation. Troubleshooting resolved the stimulation issue and the patient was redirected to their healthcare provider if their symptoms did not improve. No further complications were reported.